Event description:
The customer reported that the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure occurrence. The customer reported the unit was running on ac power at the time of the restart. However, the service technician reported the backup battery was low on voltage and would not hold a charge. As a result, when the ventilator had an interruption of ac power during operation, it restarted when trying to transition to the backup battery. The diagnostic log identified that when the ventilator was powered on, it alerted the user that the backup battery was depleted to the point that it did not recognize that a backup battery was connected. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications. The user's failure to maintain the backup battery caused or contributed to this event.